Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that the sensor gave inaccurate values on (B)(6) 2013. The finger stick value was 220 while the device read 120. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.